Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2010: (B)(6) hospitals. (B)(6), md. Operative report. Preoperative diagnosis: wound dehiscence. Postoperative diagnosis: wound dehiscence. Name of procedure: 1) wound exploration. 2) irrigation and debridement of infected wound. 3) placement of wound vac. Surgeons: (B)(6), md; (B)(6), md. Anesthesia: general endotracheal anesthesia. Antibiotics: zosyn. Fluids: 1300 ml of crystalloid, 150 ml urine output. Estimated blood loss: minimal. Specimens: gram stain and culture. Description of procedure: ¿after informed consent was obtained, the patient was brought to the operating room and placed on the operating room table in supine position. The patient underwent general endotracheal anesthesia. The patient was prepped and draped in a sterile fashion. The patient's previous midline incision had opened for approximately a length of 15 cm in the superior aspect with the granulation bed exposed. Purulent fluid was present throughout the open wound. The purulent fluid was suctioned from the wound. The remainder of the staples was removed from the incision and the fascia was noted to be opened in its entirety. The wound was then irrigated with 3 liters of irrigation fluid using pulsed lavage. There was significant purulent fluid throughout the wound. We were unable to determine if the surgisis mesh was present or whether it was incorporated in the granulation tissue. The previously placed sutures in the fascial closure of the midline portion of the wound were found to have pulled through and were removed. Several of the surgical tacks that were placed at the previous surgery were also removed. There was no evidence of enterotomy or enteric content. The wound edges were debrided. After irrigation and debridement of the wound edges, the white sponges from the wound vac were placed in the wound. Three full pieces of white sponge were placed in the wound. A fourth sponge was cut in half diagonally to finish covering the remainder of the wound, for a total of 5 pieces of white sponge. One large black sponge was placed in the central portion of the wound and the remainder of the wound vac was placed. The patient tolerated the procedure well and was without apparent complication. Sponge and instrument count was correct at the completion of the procedure, and I was scrubbed and present throughout the entire procedure." ¿ on (B)(6) 2010: (B)(6) hospitals. (B)(6), md. Operative report. Preoperative diagnosis: open abdominal wound. Postoperative diagnosis: open abdominal wound. Name of procedure: 1) wound vac change. 2) irrigation and debridement of wound. Surgeons: (B)(6), md; (B)(6), md. Anesthesia: general endotracheal anesthesia. Specimens: none. Fluids: 800 ml of crystalloid. Complications: none. Description of procedure: ¿after informed consent was obtained, the patient was brought to the operating room and placed on the operating table in supine position. The patient underwent general endotracheal anesthesia. The patient was prepped and draped in sterile fashion. The previously placed wound vac was removed. The black sponge was removed intact, and the 5 previously placed pieces of white sponge were removed intact as well. There was a small amount of purulent fluid present in the inferior aspect of the wound. The wound was then irrigated using pulsed lavage. The wound edges of the incision appeared to be healthy. After irrigation with 3 liters of fluid, the superior aspect of the granulation tissue was examined closely. There did not appear to be any evidence of leakage of enteric content. However, in the inferior portion of the wound, there was a small area of the granulation tissue that appeared to be discolored; however, on close examination, there was no leakage of enteric content. No additional debridement was felt to be necessary. Again, the white sponge was laid in the wound bed against the granulation tissue. One large black sponge was placed over top of the white sponge, fitting securely into the wound opening. Premium skin barrier was placed along the outer edge of the wound on the skin. The wound vac apparatus was then placed and secured over the wound and excellent seal was obtained. The patient tolerated the procedure well and was without apparent complication. Sponge and instrument count was correct at the completion of the procedure and I was scrubbed and present throughout the entire procedure.¿ on (B)(6) 2010: (B)(6) hospitals. (B)(6), md, resident. (B)(6), md. Operative report. Preoperative diagnosis: chronic anterior abdominal wound. Postoperative diagnosis: chronic anterior abdominal wound. Operative procedure: placement of split-thickness skin graft on anterior abdominal wound. Surgeons: (B)(6), md and (B)(6), md. Indications for procedure: this is a pleasant 59-year-old gentleman who developed a chronic anterior abdominal wound following removal of infected mesh used to repair a ventral hernia. The patient was been using wound vac therapy to help close this wound for some time, and it was finally been felt that the area is ready for skin graft. Description of procedure: ¿informed consent was obtained, and the patient was taken to the operative suite. The patient was prepped and draped in a sterile fashion. Following this, the abdominal wound was inspected and gently debrided using a bovie scratch pad. After this, the right anterior thigh was selected for the donor site. The dermatome was set to harvest an area 3 inches wide by 0.018 inches thick. Mineral oil was used to cover the anterior thigh, and the air dermatome was utilized to harvest an area 3 inches wide x 9 inches of the anterior thigh skin. Following this, the split-thickness skin graft was meshed in a 3:1 fashion and applied to the abdominal wound. The donor site was then made hemostatic by application of floseal. A sterile occlusive dressing was then applied to it. The anterior abdominal wound now with the skin graft in place then had a kci wound vac system applied to it, utilizing a white sponge directly on top of the skin graft followed by a black sponge. The vacuum was started, and good suction was noted. The patient was returned to the postoperative area in good condition. Dr. (B)(6) was present and scrubbed throughout the entire procedure.¿ fluids given: 1200 ml of crystalloid. Estimated blood loss: minimal. Complications: none. Condition: stable." On (B)(6) 2010: (B)(6) hospitals. (B)(6), md. Operative report. Preoperative diagnosis: small bowel obstruction and recurrent hernia. Postoperative diagnosis: small bowel obstruction and recurrent hernia. Operative procedure: 1) extensive lysis of adhesions requiring approximately 3 hours. 2) exploratory laparotomy. 3) oversew of small bowel fistula. 4) oversew of enterotomy. 5) repair of hernia. Surgeons: (B)(6), md and (B)(6), md. Anesthesia: general endotracheal anesthesia. Antibiotic: vancomycin. Fluids: 3400 ml of crystalloid, 250 ml of albumin. Urine output: 600 ml. Estimated blood loss: 600 ml. Fluids: 500 ml of hespan. Implants: mesh was vicryl mesh. Specimens: omentum. Complications: small, small bowel enterotomy. Description of procedure: ¿after informed consent was obtained, the patient was brought to the operating room and placed on the operating table in supine position. The patient underwent general endotracheal anesthesia. The patient was prepped and draped in a sterile fashion. Beginning at the superior aspect of the patient's previously placed skin graft, an incision was made in the abdominal wall in a vertical midline fashion. The incision was carried down through the skin layer. Extreme care was taken upon further entering the abdomen, as no true fascia was present at this level. The peritoneum was identified and was opened. Immediately upon opening the peritoneum, it was evident that there were significant adhesions to the abdominal wall. For approximately the next 3 hours, lysis of adhesions was performed. This was initiated by taking down the adhesions of the bowel to the abdominal wall along the anterior surface of the abdominal wall. Extensive dissection was carried out along the right side of the abdomen to bring down the adhesions from the abdominal wall. Along the left side of the incision, the skin graft was noted to be firmly adherent to the bowel wall. However, laterally at the edge of the skin graft, a plane was able to be obtained. Therefore, the skin graft was divided at this point, creating an island of skin attached to the bowel. This facilitated further dissection of adhesion from the bowel from the abdominal wall. During this dissection, a small enterotomy was made in the small bowel, and this was oversewn using 3-0 vicryl in an imbricated suture fashion. After the small bowel was further removed from the abdominal wall, attention was turned to excising the skin pedicle from the small bowel which was successfully completed. At this time, the small bowel was noted to be massively dilated throughout the entire small bowel. Lysis of adhesions of the interloop adhesions was then begun. Of significant note, throughout the entire bowel, the bowel was noted to be dilated. There was no transition point identified throughout the small bowel until reaching the level of the terminal ileum. At this point, a significant kink of the terminal ileum was noted to be present adhering the terminal ileum to the right colon. When this adhesion was released, the small bowel was noted to slightly decompress. There was no evidence of palpable obstruction throughout the remainder of the colon. Attention was then turned back to the level of the previous small bowel fistula. The edges of the fistula were debrided and were oversewn again in an imbricated suture fashion. No formal bowel resection was performed. At this time, the ligament of treitz was identified. Care was taken to run the bowel from the ligament of treitz to the terminal ileum. During this process, again, significant adhesions were lysed throughout the entire small bowel. However, we were able to completely expose the small bowel and divide all adhesions to the small bowel. At this point, the abdomen was irrigated with saline solution and the saline was aspirated from the abdomen. The ng tube was confirmed for proper placement in the stomach. At this point, attention was then turned to closure of the abdominal defect. Due to the presence of the previous enterocutaneous fistula and the small enterotomy, it was felt best not to proceed with a permanent mesh. Therefore, a vicryl mesh was chosen. The edges of the fascia were attempted to be identified. They were noted to be significantly retracted laterally on both sides the abdomen. The vicryl mesh was secured to the fascia in a running suture fashion. The skin edges were debrided of the previously placed skin graft. The skin edges were then brought together using 0 nylon in a mattress suture fashion. Between the mattress sutures, skin staples were placed. Of note, a portion of the omentum had also been removed due to significant adhesions to the abdominal wall and ischemic appearance. This was sent for permanent pathology. At the completion of the procedure, all sponge and instrument counts were correct. The complication was as listed above. I was scrubbed and present throughout the entire procedure." On (B)(6) 2012: (B)(6) hospitals. (B)(6), md. Operative report. Preoperative diagnosis: enterocutaneous fistula with abdominal wall hernia. Postoperative diagnosis: enterocutaneous fistula with abdominal wall hernia. Operative procedure: 1) resection of small bowel fistula. 2) extensive lysis of adhesions. 3) repair of abdominal wall hernia. Operative findings: fistula approximately 18 inches from the ligament of treitz, extensive adhesions and loss of domain of bowel content. Surgeons: (B)(6), md (attending), (B)(6), md (resident). Anesthesia: general endotracheal anesthesia. Fluids: 4000 ml of crystalloid. Estimated blood loss: 200 ml. Urine output: 210 ml. Preoperative antibiotics: kefzol as well mefoxin. Specimens: small bowel with skin pedicle. Drains: two jackson-pratt flat 10-mm drains. Description of procedure: ¿after informed consent was obtained, the patient was brought to the operating room and placed on the operating table in supine position. The patient underwent general endotracheal anesthesia. The patient had his fistula opening closed using a figure-of-eight suture. The abdomen was then prepped and draped in a sterile fashion. An approximately 30-cm elliptical incision as made on the abdominal wall. This incision encompassed the previous area of scar that was related to his previous skin graft, isolating the fistula in the center of the incision. The incision was carefully taken down through the skin. At this point, the peritoneal cavity was entered. Care was taken to avoid the loops of small bowel present near the surface of the abdomen. At a point near the superior aspect of the incision, we were able to get into a clear plane into the peritoneal cavity that did not have bowel adherent to the abdominal wall. We were able to work from this point to extend the incision. There were multiple loops of small bowel adherent to the skin pedicle at the level of the fistula. After extensive dissection, we were able to completely free the skin pedicle except for the area at the enterocutaneous fistula. Extensive lysis of adhesions was performed of the small bowel, requiring approximately 2 hours of operative time. At this point, we were able to isolate the limb of the small bowel, going up to and descending from the enterocutaneous fistula. At this point, we resected the fistula and the skin pedicle, and a portion of small bowel adherent to the fistula was removed. The remainder of the adhesions were lysed. The 2 lumens of small bowel were then approximated in a side by side fashion. 3-0 silk stay sutures were placed to hold the bowel together. The corner of each staple line on each lumen of bowel was excised and the 80-mm gia stapler was placed into each barrel of the small bowel and the anastomosis was created. The end of the anastomosis was completed using a stapled anastomosis as well. The mesentery was then closed using 3-0 vicryl in a running suture fashion. At this point, the abdomen was irrigated copiously with saline solution. As stated above, the adhesions were completely taken down from the ligament of treitz to the level of the cecum. Attention was now turned to repair of the abdominal wall hernia. The anastomosis was reinforced with imbricated sutures varying the staple lines. The anastomosis was then placed in the center of the abdomen with omentum overlying the anastomosis. At this point, attention was then turned to repair of the abdominal wall hernia. Due to the large size of the hernia and the exposure of bowel content in the field, it was chosen to use a vicryl mesh. The vicryl mesh was sewn to the fascial edges that had retracted significantly laterally. After the mesh was sewn to the fascial edges, 2 jackson-pratt drains were placed overlying the mesh. The skin edges were then reapproximated using interrupted mattress sutures as well as staples. The patient tolerated the procedure well and was without apparent complication. Sponge and instrument count was correct at completion of the procedure and I was scrubbed and present throughout the entire procedure." A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Based on manufacture date of device, sterilization product tracking unavailable. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (ug/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (ug/cm3)]. Other relevant history: added medical history. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: no information. Implant procedure: laparoscopic ventral incisional hernia repair with conversion to open. Abdominal wail reconstruction with placement of 24-x 36-cm antibiotic impregnated gore tex graft. Repair of small bowel injury. Implant: gore® dualmesh® plus biomaterial with holes [p15299-040/1dlmph08, 24cm x 36 cm]. Implant date: (B)(6) 2000 (hospitalization dates unknown). (B)(6) 2000: (B)(6) hospitals. (B)(6) md. Operative report. Preoperative and postoperative diagnosis: recurrent incisional hernia abdominal wall. Anesthesia: general. Estimated blood loss: 700 cc. Description of procedure: ¿the patient was brought to the operating room and placed supine on the operating room table. The abdomen was prepped and draped under general anesthetic. In the left lateral flank, a 1.5-cm incision was made, and under direct vision a minilaparotomy technique was used to enter the peritoneal cavity and a blunt hasson trocar was placed. A 30-degree scope was placed and peritoneal entry was initially somewhat difficult due to adherent omentum, but was ultimately achieved. Two 5-mm trocars were than [sic] placed superior and inferior to the 10-mm trocar. Sharp and blunt dissection of the adherent omentum was undertaken. The fourth trocar, this one a 12-mm trocar was placed anterior to the first 10-mm and 12-mm trocars in order to provide better visualization. Utilizing pressure on the anterior abdominal wall and continued blunt and sharp dissection, the left half of the hernia with adherent adhesions was dissected. There was a large amount of retained marlex mesh, and there were a number of small-bowel adhesions to this mesh. Although the dissection was carried out with great care and good visualization, one area of small bowel was found to be open upon its removal from the mesh. Therefore, the decision was made to convert to open. The trocars were removed and an incision made just to the left of the midline. The hernia sac was entered, and the small bowel remained adherent to the medical area where there was marlex. With a great deal of difficulty, the small bowel and omentum were ultimately taken down from the hernia. The hernia was measured and found to be approximately 17cm in transverse diameter, approximately 12-14 cm in vertical diameter. The small bowel hole was repaired in a two-layer fashion with an inner layer of 3-0 vicryl and an outer layer of 3-0 silk. Good repair was achieved. The 24-x36-cm antibiotic impregnated gore-tex patch was then selected and brought to the field. Gore-tex sutures, 2-0, were placed int eh four sides and tied. The abdominal was marked in appropriate locations. Stab wound were made with the 11 blade and a suture passer was used to grasp the gore-tex sutures through the abdominal wall. The superior, inferior, and left lateral sutures were tied and cinched down on the fascia. Additional sutures were placed using the suture passer with additional stab wounds, and finally the spiral tacker was used to secure the edges of the graft to the fascia laterally. The right side was than approached using transabdominal sutures with the suture passer and stab wound in the skin to allow the knots to be tied down onto the fascia. This was accomplished with approximately another 6 gore-tex sutures around the margin of the graft. There are a couple of areas where there was still a gap and these were sewed from between the graft and the fascia with prolene sutures wherein the edge at the graft was tacked to the fascia to prevent bowel slipping between the graft and the fascia. Ultimately, a good repair was obtained with graft overlapping fascial defect by at least 6 cm on each side. Jackson-pratt drains were placed on top of the graft on each side and brought through the skin. The remaining fascia and extremely sclerotic hernia sac was closed with in the midline to the extent possible using 2-0 and 3-0 vicryl in a running fashion. The skin was closed with staples as were the stab wounds. The lateral most 12-mm trocar site, which already had sutures in it for the hasson trocar, was closed with additional 2-0 vicryl sutures in the fascia in order to prevent trocar site herniation. The lateral most trocar site had been checked, and because the angling of the trocar was allowing the internal and external fascia incisions and the skin incision not to overlie each other, it was determined that there was no need for fascial closure. The skin on the trocar sites was likewise closed with staples. The patient, having been under anesthetic for approximately 8 hours, by this time the or being late, was felt to be better served by allowing him to remain intubated overnight. Therefore, the patient was transferred to the surgical intensive care unit intubated. The plan is to allow him to wake up overnight and extubate him in the morning if waiting parameters allow. It should be noted that at one point, the gore-tex suture passer broke as it was being passed through the abdominal wall. The point of the suture passer, essentially a thick solid needle, less than 1 cm in length was lost in the tissue. It could not be retrieved by probing the wound with hemostats. We elected not to perform an x-ray and not to attempt to find this since the needle has apparently been lost deep in the muscle of the abdominal wall and could not be palpated from internal or external, and it was judged that there were would be no significant harm to the patient by leaving the needle in situ, whereas exploration for the needle might prove damaging to the abdominal wall. Aside from this, the patient tolerated the procedure well, and there were no other complications.¿ (B)(6) 2000: (B)(6) hospitals. Implant record. Item: ¿dualmesh with holes antimicrobial.¿ item #: 1dlmph08. Lot #: p15299-040. Abdomen. Explant preoperative complaints: no information. Explant procedure: excision of infected mesh. Extensive lysis of adhesions. Repair of multiple recurrent ventral hernias. Explant date: (B)(6) 2010 (hospitalization dates unknown) (B)(6) 2010: (B)(6) hospitals. (B)(6) md. Operative report. Preoperative and postoperative diagnosis: infected mesh and recurrent ventral hernia. Anesthesia: general. Estimated blood loss: 250 ml. Specimen: mesh. Complications: no apparent complications. Drains: 10mm flat jp placed in a suprafascial position and the mesh was 2 pieces of 20 x 20 surgisis. Description of procedure: after informed consent was obtained, the patient was brought to the operating room and placed on the operating room table in supine position. The patient underwent general endotracheal anesthesia. The patient was prepped and draped in a sterile fashion. The suction catheter was placed into the patient¿s open draining sinus tract and the purulent fluid was aspirated out. At this point a vertical midline incision was made beginning at the opening of the sinus tract and extended superiorly and inferiorly. The incision was carried down through the skin and subcutaneous tissue. At this point, the surface of the mesh was encountered. The incision was extended to the most superior aspect of the mesh. Attempts were made to free up the mesh around the periphery of the mesh. The subcutaneous tissue elevated from the anterior surface of the mesh relatively easily. There was noted to be a significant rind surrounding the mesh. At this point, it was difficult to assess the extent of the rind versus attachment to adhesive tissue below the mesh. Extensive dissection was continued to free up the previously placed gore-tex mesh. This mesh was eventually dissected and removed from the wound. There was noted to be a significant amount of what appeared to be prolene-type mesh material that had been left in the wound from the previous operation. At this point, entry into the peritoneal cavity was obtained. Extensive lysis of adhesions was undertaken. When partial entry into the abdomen was obtained, we were better able to identify the residual mesh that was present. We continued the dissection to free up the residual mesh and remove it from the wound. Again, the rind from the previous abscess cavity was identified and this was dissected away from the fascia. It was difficult to remove the residual prolene mesh; however, after extensive dissection, the additional mesh was removed from the wound. At this point, a hernia was identified in the right lower quadrant. The omentum and bowel were reduced back into the abdomen through the hernia defect. When freeing the bowel from the abscess cavity rind, there was an injury to the serosal layer of the small bowel. This was oversewn with 3-0 silk in an interrupted imbricated fashion. The remainder of the small bowel was freed from the abdominal wall. At this point, attention was then turned to the hernia defect in the right lower quadrant after all bowel had been reduced and adhesions reduced as well. The opening of the hernia detect was closed in multiple figure-of-eights using #1 vicryl suture. We then addressed the remainder of the hernia defect. The subcutaneous tissue above the fascia was freed from the anterior surface of the fascia. The surgisis mesh was then placed over the hernia defect in the right lower quadrant. Using the endo-tacker, the most lateral aspect of the mesh was secured into place, and #1 vicryl sutures were also used to secure the periphery of the mesh into place on the undersurface of the abdominal wall. The mesh was then secured to the fascia in an underlay fashion, and #1 vicryl sutures were used around the periphery in an interrupted suture fashion, again to secure the mesh in an underlay fashion. This piece of mesh was used to cover the defect in the inferior aspect of the abdomen. A second 20 x 20-cm surgisis mesh was then placed in the superior aspect of the abdominal wall and again was secured into place in an underlay fashion using #1 vicryl sutures in an interrupted suture fashion. The 2 pieces of mesh were secured together by using #1 vicryl suture in a running suture fashion. At this point, the fascia was then closed over the surgisis mesh in running suture fashion. A 10-mm flat jp drain was placed over the suprafascial position. The skin edges were then loosely approximated using skin staples. The patient tolerated the procedure well and was without apparent complication. Sponge and instrument counts were correct at the completion of the procedure, and I was scrubbed and present throughout the entire procedure.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2000 whereby a gore® dualmesh® plus biomaterial with holes was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abscess, adhesion, bowel obstruction/problem, débridement, fistula, infection, hernia recurrence, wound vac, removal, revision, bowel involvement. Additional event specific information was not provided.